Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:there was no pump data from the time of the event due to continued patient use. The pump was observed to be intact and the battery cap tightened securely to the pump. The pump was exercised for 24 hours without power issues. The pump case was opened and no moisture or contamination was observed inside the pump; the battery terminals were inspected and found no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump was not powering on. No additional information was provided. Animas attempted to follow up with the reporter to troubleshoot the issue but was unsuccessful at this time. There was no reported adverse event associated with this issue. This report is made based on the allegation of the pump power issue.